Event description:
It was reported via repair work order that the jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was also identified that the jack could not be pumped up, in additional to the jack drifting over time. No other issues were identified in this complaint.

Event description:
It was reported via repair work order that the jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.